Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a possible implant exchange with no complaint against the device. Later reported "hardening implant has hardened a little bit, it ruptured and formed a capsule". This record is for the right side. The device remains implanted.